Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available about the device. It is a possibility that the jaws of the device are bent causing the needles to break. However, this cannot be confirmed without evaluating the complaint device. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10246, 1221934-2016-10247. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a rotator cuff repair that the customer's expressew iii without hook broke two needles when retracting them. The first time the broke tip was easily retrieved. The second time the broke tip was left in the patient. X-rays were done but the tip was not found. Both times the same gun was used and the tip broke each time on the 2nd fire. The gun would fire once without issue then fire a second time and break the needle when retracting it. The surgeon completed the procedure with another like device with no patient consequences. There was a 15 minute delay reported.